Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion sets tubing leakage event on 01 jan 2026. The site of leakage was at site connector. The infusion set was in sue for twenty four to forty eight hours. The patient replaced infusion set and resumed insulin deliveries successfully.